Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7082338, UDI: (B)(4). Brand name: linear 3-4, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7082815, UDI: (B)(4).

Event description:
It was reported that the patient experienced an infection at the lead insertion site and implantable pulse generator (ipg) site, of the spinal cord stimulator (scs) system. The patient presented to the hospital with redness and soreness at the infection sites. It is suspected that the infection may be procedure related or incidental post implantation. The patient was hospitalized, given intravenous (IV) antibiotics, and underwent a system explant. Cultures were taken, however the results are unknown. The devices will not be returned as they were disposed of by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4 upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7082338, UDI: (B)(4). Brand name: linear 3-4 upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7082815, UDI: (B)(4).

Event description:
It was reported that the patient experienced an infection at the lead insertion site and implantable pulse generator (ipg) site, of the spinal cord stimulator (scs) system. The patient presented to the hospital with redness and soreness at the infection sites. It is suspected that the infection may be procedure related or incidental post implantation. The patient was hospitalized, given intravenous (IV) antibiotics, and underwent a system explant. The patient is doing well post operatively and has been discharged from the hospital. Cultures were taken, however the results are unknown. The devices will not be returned as they were disposed of by the facility.